Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) of 670 mg/dl and diabetic ketoacidosis (dka). Reportedly, the customer was admitted to the hospital for a sickness but was also treated for high bg and dka. The customer's treatment was intravenous insulin drip, magnesium, potassium, and other liquids. Customer was discharged on (B)(6) 2019. Cause for bg was unknown.